Event description:
Same case as MFR report #: 2134265-2009-04599. It was reported that during a percutaneous coronary interventional procedure, a burr and guidewire became entangled and a guidewire fracture occurred. The 99% stenosed lesion was located in the right coronary artery. During ablation, the rotalink plus system was determined to be intertwined with the floppy rotawire guide wire, and they were both removed. Outside of the body, a floppy rotawire guide wire fracture was discovered. A snare was then used to successfully retrieve the fractured guide wire. The procedure was completed with another of the same devices, and no further pt complications were reported.